Event description:
It was reported that the venous probe cannot be zeroed/initialized. The cardiohelp was exchanged. No harm to any person has been reported. As the cardiohelp was exchanged, which is a potential risk for the patient, a report is needed. Complaint ID: (B)(4).

Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the venous probe cannot be zeroed/initialized. The cardiohelp was exchanged during treatment. No harm to any person has been reported. As the cardiohelp was exchanged, which is a potential risk for the patient, a report is needed.the getinge service and sales unit on(B)(6) 2025 confirmed, that the customer decided not to repair the device at the moment. As no service will be performed by getinge service and sales unit, the root cause remains unknown.however, according to the risk file v24 of the cardiohelp the following root causes can lead to the reported failure: venous probe sends no or wrong svo2, hct and hb values. User decides medical treatment according to venous probe values. Sensor failure because of e.g.: - (partly) sensor failure- software error- wrong measurement values caused by sediments in the disposable- light influences- blood light spectrum differences- response time is too long.the venous probe does not influence the blood flow of the device. The venous probe is for monitoring the blood gas values (hemoglobin (hb), hematocrit (hct), oxygen saturation (svo2) and venous temperature). In the instructions for use (IFU), chapter "monitoring and sensors" of the cardiohelp system it is stated that these values must be regularly checked by the user via a blood gas analysis by a laboratory. Furthermore, in the IFU is stated that prior to a therapeutic measure based on the parameters displayed, a laboratory blood gas analysis must be checked. The cardiohelp generates an acoustic and visible alarm in case of a failure of the venous probe. Additionally in the IFU, chapter "application overview for disposables", is stated that if the disposable was changed during operation the venous probe could be re-initialized again. The device was manufactured on 2021-12-20.the review of the non-conformities has been performed on 2025-06-24 for the period of 2021-12-20 to 2025-02-27. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas.based on the results the reported failure "venous probe cannot be zeroed/initialized" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit.the occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.note:if relevant information become available, the complaint will be reopened and further investigation steps will be initiated.